Manufacturer narrative:
The subject device was implanted on (B)(6) 2013 and was explanted on (B)(6) 2025. The subject device was implanted for 12,5 years. The subject issue was reported on (B)(6) 2025. The subject device was not returned for investigation. Some data were provided from a printout of the in-clinic follow-up on (B)(6) 2025. The investigation of the data provided from 25 march 2025 showed that the subject device was connected on (B)(6) 2013 to an atrial lead and a ventricular lead that were implanted on (B)(6) 2002. On (B)(6) 2025, the magnet rate was 95 bpm and the battery impedance was 3,32 kohms. The device was programmed in vvi mode at 50 bpm, 3v/0,35ms, no sensor. Since (B)(6) 2024, the device has paced 1% of the time. The vvi mode seems to have been programmed since (B)(6) 2022 since the last atrial impedance measurement took place on (B)(6) 2022. The ventricular electrical values are normal since historical follow-up data from (B)(6) 2025 have been partially provided, the estimation of the overall longevity could be performed. Based on available data and programming in vvi mode at 50 bpm, the expected overall longevity is estimated at 199 months. The implantation duration was 151,1 months which is higher than 75% of the estimated overall longevity (75% of 199 months = 150,75 months). Based on hrs guidelines, no premature battery depletion occurred. Dual-chamber mode programming is highly probable from 6 february 2013 to 27 september 2022 and could not be taken into account in the above calculation. This would have most probably decreased the expected overall longevity. Based on the available data and since the device has not been returned, no premature battery depletion is suspected on the subject pacemaker. If the device is returned for investigation and/or additional data are provided, the complaint will be re-opened and re-investigated. This case is retained and utilized for trending purposes.

Event description:
Reportedly, the battery impedance was 3.4ko and the longevity was 11 months at the previous follow-up in (B)(6) 2025. On (B)(6) 2025, the interrogation could not be conducted. Therefore, rapid battery depletion is suspected. No file available. The device will be explanted and returned for the investigation.

Event description:
Reportedly, the battery impedance was 3.4ko and the longevity was 11 months at the previous follow-up in (B)(6) 2025. On (B)(6) 2025, the interrogation could not be conducted. Therefore, rapid battery depletion is suspected. No file available. The device will be explanted and returned for the investigation.